Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported the reported death was due to heart failure and the heart failure was due to cardiogenic shock. The cardiogenic shock and renal failure appear to be due to the hypotension. However, a conclusive cause for the reported hypotension and fever cannot be determined. The reported patient effects of fever, renal failure, heart failure cardiogenic shock, death and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report post procedure, the patient experienced cardiogenic shock, renal failure, heart failure, subsequent death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with grade of 4. Two clips implanted, reducing the mr to 1-2. On (B)(6) 2019, the patient had fever during the night and antibiotic was administered. On (B)(6) 2019, acute liver failure and renal failure occurred in the morning. In the evening, blood pressure decreased, the patient was administered cardiotonic drug and controlled by intra-aortic balloon pump (iabp) and pcps (percutaneous cardiopulmonary support device), however, the blood pressure did not increase. Blood pressure of 30-40 mmhg continued for approximately one hour, and then it was normalized. The patient had a CT scan of entire body and no issues were noted. The patient was controlled using percutaneous cardiopulmonary support device (pcps). No infection was suspected and the patient remained stable. On (B)(6) 2019, the pcps was removed, but the patient's oxygen decreased in the evening. The patient was placed back on pcps. On (B)(6) 2019, a CT scan of the patient¿s head was performed, and cerebral edema and bleeding were noted. As ceberal bleeding was not confirmed when CT scan of whole-body (including head) was performed on (B)(6) 2019, the mitraclip was not the cause of ceberal bleeding. Hemodiafiltration (hdf) continued from (B)(6) 2019 to (B)(6) 2019. Renal failure progressed after hdf. On (B)(6) 2019, the hospital received consent from the patient's family to no longer provide additional treatment for the patient. On (B)(6) 2019, hyperkalemia and renal failure progressed, and the patient died due to acute heart failure by cardiogenic shock. No additional information was provided.